Event description:
Same case as MDR#6000093-2007-00751, 6000093-2007-00754, 6000093-2007-00753. It was reported by the patient that post a coronary drug eluting stenting treatment procedure, a hypersensitively reaction occurred. The physician implanted three taxus express2 drug eluting stents of unk size in an unspecified location. Sixteen days later, the physician implanted one taxus express2 drug eluting stent of unk size in a unspecified location. It was reported that one of the stents was 2.50x16mm, but it is unclear at what time this was implanted. The patient reported that one month after the stents were inserted she started experiencing extremely itchy eyes. She developed "scabs" because of the itching and "looked like a raccoon" because of the irritation. She has tried numerous eye drops, but the symptoms continue. Further information was unavailable.

Manufacturer narrative:
Stents were implanted in 2006 and sixteen days later. It is unclear which stents were placed on what date. Device analysis. The stent remains in the patient and the delivery device has been disposed, therefore, no direct product analysis will be available. As no device was received for analysis, it is not possible to determine the root cause.